Manufacturer narrative:
The subject device was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device and duplicated the reported phenomenon which occurred the leakage the co2 gas with the damaged pipe. It was also found that there was no air insufflation of the subject device due to the failure of the electro pneumatic proportional valve. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device was leaking the co2 gas with the damaged pipe and made excessive noise from inside at the rear part during the inspection by the user. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It could not identify the root causes of the reported phenomena. [Consideration] from the following facts, the causes of the reported phenomena were due to the failure of the electro pneumatic proportional valve. The cause of the failure of the electro pneumatic proportional valve could not be identified. In addition, since the subject device was not returned to the manufacturing site and it could not be confirmed any abnormalities inside the subject device other than the reported phenomena, it could not be presumed the cause. Facts confirmed from the investigation. -it was found the failure of the electro pneumatic proportional valve by olympus india¿s evaluation. -there was no internal failure of the subject device other than the reported phenomena. -the subject device was not returned to the manufacturing site. If additional information becomes available, this report will be supplemented.